Event description:
The father of an (B)(6) old pt called zoll customer support to report that the pt's battery charger/modem was not working. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger not working) was confirmed. Upon investigation the battery board was defective, which prevented the charger/modem not to charge batteries. Flash micro-controller u13 and current controller q1 on the battery board were defective. The root cause of the defective components could not be positively identified but were likely random component failure. No adverse event resulted from the defective q1 and u13 components. The pt received a replacement battery charger/modem.